Event description:
The customer reported via phone call that they had a prime rewind anomaly. Customer's blood glucose was unknown. The customer stated they were unable to exit from the preparing to prime loop on the insulin pump. Troubleshooting found the customer did not receive a second series of beeps and numbers did not appear on the insulin pump's screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No prime anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window and reservoir tube window.